Manufacturer narrative:
A transmitter diagnostic log was requested from the customer which revealed that the signal strength between the sensor and transmitter was low. The review of transmitter diagnostic log also revealed a presence of another sensor close by, which might have caused the system to trigger "no sensor detected" alerts. When a sensor is inserted in the same arm and near to an older sensor that was not removed, the transmitter may read information from the old sensor, interfering with system performance. Hence, the customer was advised to consult their hcp to discuss about removal of the old sensor, or removal of both sensors. The most likely root cause of this incident is due to the procedural error from the inserting physician as the new one should have been inserted in the other pocket/other arm. This incident does not require any further investigation.

Event description:
On august 16, 2024, senseonics was made aware of an incident where the user reported receiving several "no sensor detected" alerts due to the presence of an older sensor in the close proximity, interfering the normal system performance. The user was redirected to hcp to discuss about next steps, such as removal and replacement of the older sensor or both the sensors if unable to remove the older sensor. The issue did not lead to any adverse event nor caused any patient harm.